Event description:
It was reported via a trial that one day post acculink stent placement in the right internal carotid artery, the patient was hospitalized with an acute cerebrovascular accident. Symptoms included left sided sensory loss. The patient's condition continues unchanged. Though requested, there was no additional information provided.

Event description:
Subsequent to the initial medwach report, additional information received indicating that the patient was hospitalized with a transient ischemic attack that was treated with heparin therapy. It is unknown how long the symptoms lasted, however, upon discharge the patient was noted to have a normal neurologic exam. The patient was discharged home the following day.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Tia is listed in the product instruction for use (IFU) as a known potential adverse effect associated with the use of the product. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.